Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm, loose drive support cap and no delivery alarm. Troubleshooting for motor error alarm was performed. Customer advised they woke up in the middle of the night and the device alarmed either no delivery or motor error alarm. Customer advised the drive support cap is flush. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.